Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The exam used in the procedure was reviewed by medtronic personnel. The exam was found to not be to protocol. Resulting in a poor registration technique to be performed and resulting in the imprecision. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was suspected to have occurred. The representative reported that the imprecision was a few millimeters to the right when navigating by the left eye. The emitter was moved during the procedure. It was reported that the emitter was adjusted due to the mayo stand being within a close proximity to the emitter. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.